Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.